Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the fill tubing sequence. A supply change was performed to resolve the issue. Customer's blood glucose level was 120 mg/dl.